Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided. Therefore, device history record review cannot be performed. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, as the surgeon was trying to pass suture with the multifire scorpion needle through the rotator cuff, about 0.9mm of the metallic tip broke-off. The fragment was identified on a post-op x-ray. Clinical management of the patient remained unchanged. Full disclosure from the surgeon to patient, no remedial action required.